Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when you unplug the unit the alarm does not go off.